Event description:
On (B)(6) 2020, neotract was notified about a physician that experienced a device issue during a successfully completed prostatic urethral lift (pul) procedure. The physician confirmed that a bone strike occurred and that the needle remained extended despite an attempt at retraction. The needle remained connected to suture. The physician successfully cut the suture and retrieved the needle and excess suture. He placed another implant in the same area without any further issues. There was no patient harm or injury reported. The device was requested to be returned to neotract for evaluation, but has not yet been returned. The issue has not been confirmed by neotract.